Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be filed upon completion of the evaluation.

Event description:
It was reported that the pump could not be charged despite the attempt of multiple cables and power sources. There was no impact to the customers blood glucose level. It was indicated that the customer would continue to use the pump until the replacement arrives.